Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medstation drawer 3 was jammed and had to be forced to open and shut. It was found that the drawer slide rails were damaged and needed replacement. A field service engineer replaced the drawer side rails. After the repairs, the drawer functioned properly and slid smoothly while opening and shutting. Medstation full height drawer 3 was confirmed to be in good working order. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was stuck and failed to open all way. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.